Manufacturer narrative:
As received, only the connector portion of the lead was returned for analysis. The lead investigation found all four filars of the inner coil fractured distal to the suture sleeve location. Electrical testing performed on the partial lead revealed no other anomalies. X-ray examination found the connector region normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-02067. During follow up, the right atrial lead (ra) and right ventricular (rv) leads were viewed under fluoroscopy and were fractured. The leads were capped and replaced and the patient is stable.

Event description:
The leads were explanted and replaced.